Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Explant infected total hip implants and insertion prostalac antibiotic spacer. Explanted implants: corail collarless stem, 36, 1.5mm delta ts head, 36x52, +4 neutral liner. 1 bone screw, pinnacle 52mm sector cup.